Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the emergency room with presyncope and diaphragmatic stimulation. A chest x-ray revealed that both the atrial and right ventricular leads had dislodged and were found in the atrium. The atrial lead was repositioned and the ventricular lead was replaced on (B)(6) 2018. The patient was stable.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.